Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that prior to the start of an acquisition, a patient who had a prior stroke, was left unattended and rolled off the side of the imaging table. The patient sustained a head laceration and was examined by a physician. The head laceration required stitches and a CT scan was performed, which determined that an internal head bleed had occurred. At this time, there is no indication that a malfunction has occurred. This event is currently under investigation.

Manufacturer narrative:
The customer reported that prior to the start of an acquisition, a patient who had a prior stroke, was left unattended and rolled off the side of the imaging table. The patient sustained a head laceration and was examined by a physician. A philips field service engineer (fse) confirmed that the patient sustained a head laceration that required stitches, and a CT scan was performed, which determined that an internal head bleed had occurred. The fse confirmed there was no system malfunction, and the system was working as specified. The fse was asked by the customer to provide safety feature information. It is unknown however, if the operator followed any of the guidelines listed below at the time of reported event. The following information can be found in the brightview instructions for use manual: warning: ask the patient if they understand the commands given. Caution: operate the system only in accordance with the procedures described in this manual. Caution: make sure that a qualified operator is always present while the system is in use. Caution: make sure you read and understand the information on immobilizing the patient and coaching the patient to minimize motion as stated in the section: ¿immobilizing the patient¿ in the instructions for use: immobilizing the patient: important: advise the patient to remain motionless while on the patient pallet. Involuntary or unexpected movement by the patient during the scanning procedure can cause motion artifacts in the images and potentially result in a fall or injury to the patient. If necessary, immobilize the patient with one or more immobilization straps. There was no correction required. The system is working as specified and there was no system malfunction. The system is operational and in clinical use.